Event description:
It was reported that the system displayed instrument error during the procedure. The customer tried the device again and after a few attempts got it working. The error reoccured and the customer could not overcome the error code. The customer used another device of a different product code to complete the case with no pt consequence.